Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter: ¿the stopper was dirty.¿

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for embedded fm with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported foreign matter in tube; biological and non-biological the following information was provided by the initial reporter: ¿the stopper was dirty.¿